Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the device is broken and has holes at end. This occurred during a lap chole procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The visual inspection of the device noted the trumpet valves were in the proper positions. The collar was disengaged from the device. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the replication of the reported condition may be due to rough handling of the device. Engineering determined that the condition reported can be attributed to over pulling/sliding thus forcing the shrink wrap assembly forward therefore breaking off the plug hook during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.